Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 5.2 pocket 6 was failed to recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cable connections to the drawer had issue. A field service engineer tested the pocket and found that all of row b was not detected on bus, and the entire row did not show up in hardware test application. Field service engineer powered down the station and reset the connections to the drawer, then tested in hardware testing application after which it successfully passed all test. Customer was able to successfully pass all test and used pockets and user application without any malfunctions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 5.2 pocket 6 was failed to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.